Manufacturer narrative:
There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without the return of the device for evaluation, we are unable to confirm the reported event and determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up, edwards received information that the reason for the procedure was severe aortic insufficiency. Operative findings indicated that there were several areas on the right and noncoronary sinus that were separated. Patient also had a mitral valve replacement during this same procedure. The patient was returned to the intensive care unit in stable condition. Patient was discharged on post-operative day #6.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as the hospital confirmed that it is not available. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Attempts to obtain further information are in progress. Without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 23mm bioprosthetic aortic valve, implanted for approximately ten (10) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic valve.